Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a recurring no delivery alarm on the insulin pump. Customer was asked to disconnect from the pump. Customer's blood glucose was 264 mg/dl. Customer stated that the pump has shown no delivery after about 1.5 units. Customer stated that they have replaced the infusion set about 5 times. Customer was advised that the reservoir might be the problem because she did not replace it for a while. Customer stated that she will try to replace it and call back.